Event description:
It was reported that at a routine follow-up appointment, this implantable pacemaker was found to be operating in safety mode. The patient also reported feeling recent, unexpected fatigue during exercise, but it is not clear whether this is result of the change in pacing rate due to the safety mode, or the patient's suspected fast atrial fibrillation. The physician subsequently explanted and replaced the device to resolve the event. This pacemaker is expected to be returned for analysis, but has not yet been received.